Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported that during an intraocular lens (iol) implant procedure, upon loading the plunger was bent. The procedure was completed with new lens. There was no patient harm. There are three medical device reports associated with this file. This report is associated with the 3 of 3 files.

Manufacturer narrative:
The product was not returned for analysis. The returned photo shows an company device, the iol is advanced to nozzle entry and appears to be crushed. The plunger is advanced to nozzle entry and is bent, advancing past the iol to the right. Based on our observation of the attached photo, the plunger is bent. A definitive determination cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. The plunger has passed the lens on the right side. The plunger is bent. This damage typically occurs if the lens has become stuck in the device but the lever is continuously pressed to advance, this can cause the plunger to start to bend under pressure. Due to continuous force on the lever to push the plunger while being blocked by the stuck lens - the plunger bent under the force. A plunger override was observed. This most likely caused the lens to advance incorrectly thought the nozzle and become stuck. Plunger override may occur: if the lens has become misaligned in the lens bay during the manufacturing process. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device allowing the plunger to override the lens. If the device is overfilled with ovd, this can prevent the trailing haptic from being placed properly or move the lens out of position resulting in misfolding. If the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent, and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).